Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was over 300 mg/dl and was treated with a manual injection of insulin. While performing a system check with tandem technical support, the occlusion appeared to be caused by the tubing or insulin. The customer indicated that an electric blanket was used at night and may have affected the insulin.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.